Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Patient isometrics were performed in unipolar configuration which did not reproduce any noise. The device was left programmed to unipolar configuration. Then there were episodes of noise, oversensing, and pacing inhibition of less than two seconds. The patient was pacemaker dependent. An x-ray was performed which revealed insulation damage at the area of the suture sleeve. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.